Event description:
It was reported that during use on a patient, there was a direct helium leakage when opening the bottle (that could be heard by phone) of the cardiosave intra-aortic balloon pump (iabp). The leak was described to happen on the lower side of the regulator. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) would not charge the batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Manufacturer narrative:
Updated fields: b4, b5, d5, e1, g4, g7, h2, h6(patient codes), h10, 11. Corrected fields: d10, h3, h6(evaluation method, evaluation result & evaluation conclusion codes), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found out that the leak is not on the tubings to the cart and gauge, but directly on the helium regulator, under the bottle neck. The helium was leaking directly at full pressure via the hole under the regulator. A new helium regulator was ordered and replaced, along with a new tubing assembly. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The helium regulator was requested for failure investigation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, there was a direct helium leakage when opening the bottle (that could be heard by phone) of the cardiosave intra-aortic balloon pump (iabp). The leak was described to happen on the lower side of the regulator. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
An email was received with the supplier's evaluation of the helium regulator. The supplier confirmed that they found a leak on the relief plug of the helium regulator. Their visual inspection on the component that would make the relief plug blow, showed all parts were in good working condition. The regulator had to see an increase in the outlet pressure. The relief valve did not reseat after opening creating the leak. The manufacturer has not seen this type of issue in the past year during their manufacturing/production process. The manufacturer has not experienced an increase in production failures for the past year for other reasons. The maximum pressure used during their final testing before release was 3500 psig inlet pressure. As per procedure, the helium regulator will be discarded.

Event description:
It was reported that during use on a patient, there was a direct helium leakage when opening the bottle (that could be heard by phone) of the cardiosave intra-aortic balloon pump (iabp). The leak was described to happen on the lower side of the regulator. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty helium regulator was sent to getinge's national repair center (nrc). The nrc received and handed over the part to sustaining engineering for evaluation on (B)(6) 2020. Sustaining engineering performed their failure investigation on(B)(6) 2021, and in order to reproduce the failure, the suspect high pressure helium regulator was installed in the cardiosave test fixture. The senior repair technician then performed the leak test, and it failed. The outlet port leaked when pressure was applied to the regulator. The helium regulator was sent to supplier for further evaluation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, there was a direct helium leakage when opening the bottle (that could be heard by phone) of the cardiosave intra-aortic balloon pump (iabp). The leak was described to happen on the lower side of the regulator. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the user described a direct leak when opening the bottle (that could be heard by phone) of the cardiosave intra-aortic balloon pump (iabp). The leak was described to happen on the lower side of the regulator. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.